Event description:
It was reported that in 2010, the patient sought treatment for the pain experienced in her low back. On (B)(6) 2010, patient underwent an anterior cervical discectomy and fusion using rhbmp-2/ acs from c5 - c6 and c6 -c7. Post surgery x ray result showed that the screws he had installed were backing out. Patient was recommended an additional surgery for her back pain.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.